Manufacturer narrative:
(B)(6). Article citation: ¿fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence." Nir bitterman md, paula simoviz md, tamar tadmor md, lihi tzur md, noam calderon md, and ohad ben-nun md. Imaj. Vol21. August2019. The events of lymphoma-alcl-suspected, seroma-late and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, seroma-late and lump/nodule.

Event description:
Journal article: "fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence.". The article reports a patient diagnosed with bia-alcl. The patient presented with ¿seroma and mass¿; "3 months later a relapse is reported presenting with " persistent seroma ". The record is for unknown side. The device was explanted. Histopathological markers are not reported and alcl remains unconfirmed.

Event description:
Upon further review, this report is a duplicate of mrn 2024601-2015-00057. Any additional information received will be reported under mrn 2024601-2015-00057.

Manufacturer narrative:
Upon further review, this report is a duplicate of mrn 2024601-2015-00057. Any additional information received will be reported under mrn 2024601-2015-00057.